Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012419848 was returned and analyzed. Visual inspection was carried out. The pulsed field ablation catheter of lot 0012419848 was received with the guidewire lumen fully extended and no guidewire threaded through. The guidewire was not returned. No anomalies were identified during external visual inspection of the array, shaft and handle segments. The catheter has been received with a catheter interface cable (cic). The cable was not connected to the catheter. Mechanical verification of steering and slide mechanism was carried out. The slide function was normal. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion and the shape of the capture device is unremarkable with no atypical features. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries failed due to persistent error 2000 (catheter electrical current error). Hipot verification of the integrity of electrode wires insulation failed due to the catheter electrical current exceeding the metering range of the test and the arc-sensing threshold, indicating a potential severe insulation breakdown. The electrical continuity test revealed an open loop between electrode #2 to pin #6. Further x-ray and optical inspection. Prior to dissection, the catheter was x-ray examined. No anomaly observed for nitinol inside tip and dual lumen. X-ray imaging showed a broken electrode wire inside the shaft. Dissection and optical inspection was carried out. Dissection of the catheter confirmed, a broken wire inside the shaft and charred and damaged insulation of electrode wires within the shaft. In conclusion, the catheter failed the return product inspection due to a broken electrode wire, charred electrode wire and a burnt/damaged insulation wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was noise in electrodes 1 and 2. The catheter interface cable was reconnected and replaced without resolution. The loop catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.